Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06013. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) was used with a 27mm watchman ® laa closure device & delivery system. The device was deployed; however, a full recapture was required as one lobe was not covered. During the recapture, after that shoulders of the device were already in the was, the physician felt a higher than expected resistance in recapturing the distal part of the device into the was. The device was successfully recaptured; however, the resistance caused the was to kink. The procedure was not completed as the physician determined the watchman device would not fit the patient's anatomy. No patient complications were reported. The patient¿s condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman delivery system (wds) with watchman access system (was). The implant was received deployed and attached to the core wire. There were numerous kinks along the shaft of the device. The inner shaft of the device was damaged from the anchors scratching the inner shaft as it was pulled back. The tip of the wds was damaged. The implant anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06013. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) was used with a 27mm watchman ® laa closure device & delivery system. The device was deployed; however, a full recapture was required as one lobe was not covered. During the recapture, after that shoulders of the device were already in the was, the physician felt a higher than expected resistance in recapturing the distal part of the device into the was. The device was successfully recaptured; however, the resistance caused the was to kink. The procedure was not completed as the physician determined the watchman device would not fit the patient's anatomy. No patient complications were reported. The patient¿s condition was stable.